Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer passed away. The caller stated that the customer had been sick since 1998; she had an amputation, aneurism, kidney failure and was in dialysis. Dialysis started last year. Also, only 25 percent of the customer's heat was working. The caller stated that per the customer's doctor, the cause of death was complications from diabetes. Due to an aneurism, the customer had been in the hospital a few months before passing, but passed away at home. The caller did not remember the exact date of hospitalization. The customer's blood glucose at the time of death was unknown. The customer was not wearing the insulin pump at the time of death; she had been on manual injections for the last 2 months. The customer's doctor took off the insulin pump when the customer was in the hospital, 2 months before passing away. The customer was not wearing sensors. The caller stated that they did not have the insulin pump but will send it back if they find it.